Event description:
It has been reported to philips that in the middle of a case the system went down. Smell something burning in equipment room. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that in the middle of a case, the system went down and there was a burning smell in the equipment room. The customer confirmed the issue was with the ups (uninterrupted power supply). No further information regarding the issue has been provided. No service has been performed by philips since the service was not accepted by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.